Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the single-use aspiration needle does not securely lock into the inspection scope and instead rotates freely, making the device difficult to operate. The issue was identified prior to patient use. No patient involvement or harm was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the single-use aspiration needle does not securely lock into the inspection scope and instead rotates freely could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the single-use aspiration needle does not securely lock into the inspection scope and instead rotates freely could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.